Event description:
A few minutes after initiating bypass, the oxygentator had to be changed out due to high pressure. No patient injury or further complications occurred. No further details were provided.